Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-april-2024, it was reported by the patient that the four cannula was bent and leaking from the site. Infusion set was placed in stomach, lower back, and upper buttocks. Product was in use for 24-32 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available